Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS IS CURRENTLY BEING PERFORMED. THE RETURN OF THE SAMPLE IS PENDING. HOWEVER, PHOTOS WERE PROVIDED FOR REVIEW. THE INVESTIGATION OF THE REPORTED EVENT IS CURRENTLY UNDERWAY. SECTION A THROUGH F: THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
ON (B)(6) 2026, A PATIENT UNDERWENT RENAL BIOPSY PROCEDURE USING MAXCORE INSTRUMENT. DURING THE PROCEDURE, IT WAS REPORTED THAT THE DEVICE DID NOT ACTIVATE PROPERLY AND FAILED TO FIRE CORRECTLY ON TWO OCCASIONS. AS A RESULT, THIRD PUNCTURE WAS PERFORMED USING A DIFFERENT BIOPSY GUN. THERE WAS NO PATIENT REPORTED INJURY.

Event description:
On (b)(6) 2026, a patient underwent a renal biopsy procedure using a Maxcore device. During the procedure, the device did not activate properly and failed to fire correctly on two occasions. As a result, a third puncture was performed using a different biopsy gun. It was further reported that both the stylet and cannula were fired but there is as an difficulty in obtaining the sample. There was no patient reported injury.

Manufacturer narrative:
H11: Additional information received from follow-up indicates that both the both stylet and cannula were fired but there is as an difficulty in obtaining the sample. So, the reported code change to failure to obtain sample. Based on this information, the file was reassessed for reportability and determined to be no longer reportable. Since an Initial MDR was submitted, therefore, the file will remain assessed as a malfunction.Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: Received one Maxcore Disposable Core Biopsy Instrument for evaluation. Product packaging and label were returned, and product information was verified with TW. The device was received without a needle protector and no yellow guard with the needle. Upon visual evaluation, the device appeared to have slight residue at the distal tip of the stylet and was returned in initial position. No visual anomalies were noted to the device. Upon functional testing, the device was fully primed with no issues. The device was further tested by cocking and firing the device three times into the chicken breast using each trigger for a total of six tests. The device was able to prime and fire properly. All six samples were collected with no issue. Three photos were provided and reviewed. The first photo shows a product labeling information which matches with TW details. The second photo shows one Maxcore device which is inside the package and the device position is not clearly visible. The third photo shows a product labeling information which is not clearly visible to confirm that the lot information is related to PR. No other anomalies are identified. Therefore, the investigation is unconfirmed for the reported failure to obtain sample as the device was able to prime and fire properly and all 6 samples were collected with no issue. A definitive root cause for the alleged failure to obtain sample could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. B5, E1, G3, H6 (Device). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.